Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was implanted with impella cp for support for heart failure. After dc, the impella cp was found to have dislodged into the aorta. This is one of two related reports. This report addresses the impella cp and another report will be submitted to address that impella 5.5 refer to section h10 for the related report number.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the device in wrong position issue was not determined without returned product and sufficient clinical information.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for investigation. Device in wrong position: the pump was not returned for investigation. Clinical details indicate that the impella cp c8 was found to have dislodged into the aorta after discontinuation of support. Additional information suggests that the device may have been placed a little too shallow initially. Although the fixation rings were reported as properly secured. The cause of the device in wrong position issue was not determined without returned product and sufficient clinical information. Device history review the pump passed all post sterile inspection checks.

Manufacturer narrative:
D4: updated device serial number, lot number, and UDI based on new information regarding the device. H4: updated the device manufacturer date.